Event description:
Reportable based on analysis completed on (B)(4) 2015. It was reported that crossing difficulties were encountered. The 80% stenosed, 26mm x 2.5 -3mm, target lesion was located in the moderately calcified and non-tortuous left circumflex (lcx) artery. A 32x3.00mm promus premier¿ stent was advanced to treat the lesion, however, resistance was encountered during advancing and the device was unable to cross the lesion. The procedure was completed with a different device. No patient complications were reported and patient's status was stable. However, returned device analysis revealed distal stent damage.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found stent struts at the distal end of the crimped stent were damaged and stretched distally towards the distal markerband. This type of damage is consistent with the stent encountering resistance while withdrawing the device. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft profile and shaft polymer extrusion profiles. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).